Event description:
Customer is a diabetic who is on a sliding scale and treats with both insulin and oral medication. He reported both inaccurate readings, both low and high readings with test strips from 5 boxes of test strips. All 5 boxes are lot 1l501a and were sent in one shipment from his supplier. Customer said that his usual readings with both brands are in 140-170 mg/dl. With test strips from 5 boxes of lot 1l501a, he obtained readings as low as 34, 68, 64, and 83 mg/dl. He opened a brand name bottle and obtained a reading of 63 mg/dl. Comparison blood glucose tests were performed at his doctor's office using doctor's meter and test strips (lot unknown) versus pt's test strips and doctor's meter. Result with was 209 mg/dl. Three consecutive tests were performed with pt's test strips and result was 339 mg/dl each time. Because pt does not have control solution, no control solution tests were performed. (None was performed at doctor's office). Pt performed a check strip test and result was within check strip range. (No specific result available). Customer did not wish to perform any test with rep. Desiccant is in all bottles. Code was sent correctly for all tests. Customer stores test strips in his bedroom. Customer could not say which bottles produced specific readings reported above. Customer has 7 bottles left and will return them for evaluation.